Manufacturer narrative:
Batch review performed on 25 july 2024: lot 2304212: (B)(6) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 months after the primary, the patient came in reporting instability due to an antiverted cup. The surgeon revised the medacta cup and liner with a competitor's components and revised the medacta head, with another medacta head. The surgery was completed successfully.